Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to multiple shorted and thermally components on the monitor c/a board and defibrillator board. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with an electrode belt.